Event description:
A female patient underwent peripheral intervention for iliac stent placement in 2008. The procedure was performed via a 7 french procedural sheath placed in the right common femoral artery. The artery had evidence of pvd as assessed via femoral angiogram and had a reported lumen diameter of approximately 5 - 5.5mm. At the end of the peripheral procedure, the operator prepped a mynx vascular closure device for use to achieve femoral access site hemostasis. Due to the presence of pvd in the vicinity of the puncture site, the operator deployed the device using a technique (balloon inflated with 50% contrast) that permits intra-arterial visualization of the device during deployment. Upon sealant deployment, significant arterial bleeding was noted from the puncture site and hemostasis was achieved via manual compression. Approximately 2 hours post procedure, the patient developed symptoms of leg pain with a cool leg. A femoral angiogram from the contralateral side was performed of the right common femoral artery (cfa) showing an occluded artery. Attempts to aspirate the occlusion using the angiojet technology were unsuccessful. The occlusion was successfully removed in surgery and flow was restored. The patient tolerated the procedure well and no further clinical sequelae have been reported. Upon discussion with the vascular surgeon, it was learned that the mynx was deployed in a 4 - 4.5mm vessel. Per the vascular surgeon, the cause for sealant misdeployment was improper patient selection (small, diseased vessel).

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform lot history review. Based on the information provided, the root cause of the reported incident was improper deployment of the mynx device based on patient selection requirements as defined in the IFU. Per the IFU, the safety and effectiveness of mynx have not been established in patients with small common femoral arteries (<5mm) or patients with clinically significant peripheral vascular disease in the vicinity of the puncture. This deployment was performed in a patient whose common femoral artery was <5mm in diameter with visible evidence of pvd.